Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: first pressure reducer is defective. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ¿first pressure reducer is defective¿ considered as contributing to the occurrence of the event indicated by the customer should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had gas leakage sound coming from inside the unit during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.